Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, yellow particles in device inner surface, one curved opening and one crack opening. Leak test and microscopic analysis was performed which identified: one crack opening and one sharp opening. Based on the device analysis the final assessment is one opening crack assessed as cracked valve seat diaphragm valve, and one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported unknow side deflation. Healthcare professional later reported right side deflation. The device has been explanted.